Event description:
The as-received internal device data showed that the last 25% change in the impedance value was estimated to have occurred on the date of explant, where the impedance value changed from a normal limits range to high lead impedance.

Event description:
The explanted generator and lead were returned to the manufacturer for analysis. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Note that since the majority of the lead assembly (body) including the electrodes was not returned for analysis, an evaluation cannot be made on that portion of the lead. Analysis of the returned generator was reported in manufacturer report #1644487-2014-03288.

Event description:
It was reported that during generator replacement surgery on (B)(6) 2014, the surgeon noted that the vns patient¿s lead was fractured, so the lead was also replaced during the procedure. The explanted devices have not been returned to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.